Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another nc emerge balloon catheter. No patient complications were reported.